Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient concurrently underwent total abdominal hysterectomy with bilateral salpingo-oophorectomy and paravaginal repair with a burch urethropexy. It was reported that following insertion the patient experienced mixed urinary incontinence, pelvic adhesions and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital due to mixed urinary incontinence.